Event description:
According to the op report, this valve was explanted due to endocarditis with resultant pv leak and aortic insufficiency. At explant, the valve was noted to be dehisced and an abscess cavity extended from the aorta down to the left atrium. There was no "gross pus" noted. The abscess was repaired and the valve was replaced with a sjm 23ahpj-505. After removing the crossclamp, there was bleeding at the level of the pulmonary artery and hemostasis could not be maintained; therefore, the pt was re-crossclamped and the artery was repaired. The pt was then weaned from bypass; however, "tee" showed a "trivial" pv leak and "noted" central aortic insufficiency. Bypass was reinstituted, the valve was rotated 90 degrees and "tee" showed "trivial" pv leak but no central ai. The pt was stabilized and taken to the ICU.